Manufacturer narrative:
The mvp device will not be returned for analysis as it remains in the patient. Based on reported information, the reports of mvp failure to open and migration could not be confirmed and the cause could not be determined. Applicable photographs (relevant to the complaint) were not provided for analysis. All products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of mvp-9q migration during a procedure. It was reported that the plug did not fully expand at deployment. As a result, the plug migrated. Afterward, coils were used to embolize the vessel. There were no reports of patient symptoms in association with this event.